Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. A bag with two malformed clips was received along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. The instrument was cycled and it fed and formed seventeen conforming clips; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, malformed clip was deployed after the first firing. Changed another device but had the same issue. Changed to a third product to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).